Event description:
It was reported that during a coronary stent procedure, the catheter froze on the wire. The 16 x 2.75mm liberte stent was fully deployed in the lad and the ballon was completely deflated. While attempting to withdraw the 2.75 x 16 liberte stent delivery device, the catheter froze on the wire. The wire and catheter were removed as one without incident. No pt injuries or complications were reported.